Event description:
A caller reported an error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and this guidance allowed the caller to successfully start their sensor session without further errors.